Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, thirty (30) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to discolored cap as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of discolored cap. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the cap is a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the following issue was found in with the tube: discolored cap x1."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube the cap is a different color/shade or faded. The following information was provided by the initial reporter. The customer stated: "the following issue was found in with the tube: discolored cap x1."